Manufacturer narrative:
Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the spec. No failed battery test alarm were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm or unexpected alarm during testing noted. The motor was tested outside the unit and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error alarm and unspecified pump alarm. The customer¿s blood glucose level was unknown. Customer also stated that insulin pump reject new batteries. The insulin pump will not be returned for analysis.